Event description:
Customer was having problems with his myhome site. Customer reported a hospitalization that happened one year ago. Customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 530 mg/dl. The blood glucose reading increased to 600 range. Diagnosed diabetes ketoacidosis. Customer was hospitalized for one and a half days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.